Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: healthcare professional reported injecting the patient with juvéderm¿ voluma¿ with lidocaine in the cheeks. A week later, the patient developed an infection in the left cheek which was treated with an incision and draining with daily dressing and rocephin IV. That infection resolved about 2 months later. About 2 months after that, the patient claimed to have developed the swelling on the right cheek and was treated by another physician with IV antibiotics. Patient continues to decline to come in to be reviewed by the healthcare professional and has not sent in any photo evidence for the healthcare professional to confirm the additional events beyond the initial infection. Patient was concomitantly taking gabapentin, seroquiel, effexor and a statin.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lumps, swelling and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of infection, edema and skin irritation: "precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Clinic reported having a patient that was injected with unspecified juvéderm¿ voluma¿. Soon after the injection, the patient had developed an infection in their left cheek that was successfully treated. About 6 months after the injection, the patient developed a delayed reaction to the right cheek. Patient claimed to have developed lumps below their right eye and had a swollen right cheek. Three days later, the patient went to a physician at a hospital and the patient was being treated as if it was an infection. Patient was given IV antibiotics. The healthcare professional believes that is "very slim" that the infection is related to the product which was injected 6 months ago. Patient has declined to be reviewed by the injecting clinic and has not responded regarding progress. Patient has not provided any proof of swelling to the healthcare professional.